Event description:
Rptr purchased a 6 month supply of these disposable contact lenses through optometrist. When going to use these lenses he found many defective or packaging has failed. Rptr has worn disposable contact lenses for five years using many different companies and has usually experienced some problems but this co's lenses are far and away the worst. Rptr found many individual lenses stuck to themselves or dried out in the package, the final straw came when rptr opened two new boxes and found all 12 lenses to be useless. This occurred when rptr was away from home and without his glasses.